Event description:
The customer contacted global technical service (gts) regarding an alarm that occurred on the homechoice (hc) during drain 3 of 4 while the home patient (hp) was connected. The hp stated they had stopped drain and disconnected from the hc. The hp did not cap or close the transfer set, which is a breach in aseptic technique. The hp reconnected to hc. There was no serious injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during dialysis therapy, where the home patient stated that they disconnected without capping or closing the transfer set (breach in aseptic technique). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. This guide provides step-by-step instructions for properly disconnecting during emergencies. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.